Event description:
The customer reported that when the audible alarm activated on the ventilator, the facility remote nurse call did not alarm. The ventilator was in use on a patient, and the customer reported there was no patient harm. The MFR's service technician was unable to duplicate the customer reported problems. The service technician reported the remote alarm station would alarm during testing. The service tech reported the remote alarm jack on the ventilator was loose. The service tech replaced the main printed circuit board (pcb) to correct the finding. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.